Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. E1: first name unknown / not provided.

Event description:
It was reported that the implant at tooth site #20 was removed due to bone loss. 14 years later and patient appears with bone loss.